Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h2, h3, h4, h6. Corrected field: e2, e3, g2 ("health professional" should not be selected as the contact/reporter is not a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction of "power switch failure¿ event could not be confirmed. However, olympus did confirm the reported no image and the pressed power switch "does not rebound". Based on the result of the investigation, the reported no image occurred because the electrical communication does not work properly due to the faulty scope connector. Olympus also confirmed the pressed power switch does not rebound due to a faulty power unit. A definitive root cause of the reported events could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center power switch was malfunctioning and the connector had a broken latch. The issue occurred during preparation for use in an unspecified diagnostic procedure. The procedure was completed using the same device. There were no reports of patient harm.